Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an incorrect information from implant about expected longevity of this cardiac resynchronization therapy pacemaker. In addition, the physician thinks that the device needs to be change out. An attempt to obtain additional pertinent information was unsuccessful. This crtp remains in service. No adverse patients effects were reported.